Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during arcr procedure, while self-tap insertion, tip of inserter slipped and broke due to patient bone quality hard. Backup device was used. No patient injury or delay was reported.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4). The correct manufacturing site information and registration number is (B)(4). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument show no manufacturing abnormalities. The implant was detached and the device was returned with the implant attached in a separate plastic bag. The separartely returned implant was not damaged. No sutures returned with the instrument. The parts returned show no manufacturing abnormalities. The returned double fix knotless pk is a single used device and cannot be functional tested. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint such as (1) if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole and (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.